Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient suffered a pericardial effusion in the apex of the heart resulting in hypotension. The patient went into ventricular tachycardia and chest compressions were started. The bioprosthetic valve became dislodged into the sinotubular junction due to the chest compressions. A second valve was then successfully implanted at 6mm. The pericardial effusion was resolved by performing a pericardiocentesis. It was reported that the effusion was most likely caused by the non-medtronic guidewire. The patient was brought back to the operating room and treated for a bleed at the sternotomy site. No further adverse patient effects were reported and both valves remain implanted.

Manufacturer narrative:
The valve remains implanted and will not be returned for analysis. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The hypotension was noted as due to the effusion which was reported as likely due to the guidewire. Tachycardia is generally a result of known potential adverse effects, such as conduction disturbances or hypertension, or an effect of certain medications or other pre-existing patient conditions. In this case the hypotension may have contributed to its onset. The chest compressions were noted to have dislodged the valve and a second device was implanted. Access site complications such as bleeding are known potential adverse effects and can occur with any invasive procedure. From the information provided, there is no indication of a device failure or malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.